Event description:
It was reported that a revision surgery was needed to remove a creo threaded locking cap that was loose post operatively. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows little wear on the threads which is consistent with not tightening to the full 10n-m required for the s2ai screw. The locking cap showed little damage and deformation to the threads. No determinations could be made as to the cause of the reported issue.